Event description:
Customer reported that after the first three cases the remote (rui) console functions would not work and the alarm reset light was blinking. He rebooted twice but same problem. They were able to complete their scheduled procedures by using the manual lock release. No patient injury.

Manufacturer narrative:
Gehc surgery personnel found rui console cable pulled from unit breaking a wire and pulled a connector off of the pcb breaking some pins. Ordered rui console. 6/14= removed and replaced remote console, tested console functions ok. System functions as intended.